Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise in secondary sensing vector resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time of the episode. Noise was able to be recreated in all three programmed sensing vectors, however, was observed less in alternate sensing vector. The sensing vector was programmed to alternate, however, the smartpass feature then became disabled due to low signal amplitude measurements. The noise was suspected to be related to potential device/system movement. Device therapy was programmed off for further discussion between the physician and the patient about avoiding certain movements. Device therapy was turned back on, and monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise in secondary sensing vector resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time of the episode. Noise was able to be recreated in all three programmed sensing vectors, however, was observed less in alternate sensing vector. The sensing vector was programmed to alternate, however, the smartpass feature then became disabled due to low signal amplitude measurements. The noise was suspected to be related to potential device/system movement. Device therapy was programmed off for further discussion between the physician and the patient about avoiding certain movements. Device therapy was turned back on, and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that this s-ICD and electrode continued to exhibit oversensing of noise. Two additional inappropriate shocks were delivered in two separate episodes. It was noted that the patient was again brushing their teeth at the time of the episodes. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise in secondary sensing vector resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time of the episode. Noise was able to be recreated in all three programmed sensing vectors, however, was observed less in alternate sensing vector. The sensing vector was programmed to alternate, however, the smartpass feature then became disabled due to low signal amplitude measurements. The noise was suspected to be related to potential device/system movement. Device therapy was programmed off for further discussion between the physician and the patient about avoiding certain movements. Device therapy was turned back on, and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that this s-ICD and electrode continued to exhibit oversensing of noise. Two additional inappropriate shocks were delivered in two separate episodes. It was noted that the patient was again brushing their teeth at the time of the episodes. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.